Manufacturer narrative:
Device returned. A review of the device history record. Device history lot: part # 314.23. Synthes lot number: 4595501. Manufacturing site: synthes brandywine. Release to warehouse date: 10-nov-2003. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported on (B)(6) 2019, one (1) hex flexible screwdriver, one (1) hexagonal screwdriver shaft, and one (1) hexagonal screwdriver broke as mentioned by the sterile processing department (spd). There was no patient involvement. This complaint involves three (3) devices. Investigation flow: damage. Visual inspection: the cannulated 4.0 mm hexagonal screwdriver shaft (p/n 314.23, l/n 4595501) was returned and received at us cq. Upon visual inspected, it was observed it was cracked vertically in two spots along the distal edge of the driver. Rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq. Document specification: review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. The device received device is cracked but the reported condition cannot be confirmed. Hence confirming the allegation. Investigation conclusion: the complaint is confirmed but the reported condition of broken cannot be confirmed for the cannulated 4.0 mm hexagonal screwdriver shaft (p/n 314.23, l/n 4595501) as it was cracked on the distal edge of the driver. There was no indication that a design or manufacturing issue has caused the crack and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, one (1) hex flexible screwdriver, one (1) hexagonal screwdriver shaft, and one (1) hexagonal screwdriver broke and it was observed the distal tip of the cannulated 4.0 mm hexagonal screwdriver shaft is cracked as mentioned by the sterile processing department (spd). There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) cannulated 4.0 mm hexagonal screwdriver shaft this report is 2 of 3 for (B)(4).